Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and seven months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was not provided. Subsequently, a second medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received that the valve failure was reported to be stenosis and a high gradient of 49 mmhg. The patient was experiencing shortness of breath with exertion. During the valve-in-valve procedure, the second valve was implanted at a slightly deep implant depth; however, was fully released. Upon release, the valve dislodged deeper into the left ventricle. Subsequently, several attempts were made to snare the valve and pull it up, but the attempts were unsuccessful. A peripheral balloon was used in attempt to inflate the balloon within the valve and pull it up, but was also unsuccessful. Moderate paravalvular leak and a residual gradient of 25 mmhg was reported. A 3-hour delay occurred as a result of the dislodge. The patient was in stable condition; however, an open heart surgery was planned to explant both valves. No additional adverse patient effects were reported.